Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 10, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the returned device was inspected under magnification. The complaint device was received with the plunger rod completely advanced. The plunger rod tip was damaged in a way that is consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified in the lens module which could have contributed to the complaint event. The lack of damage in the lens module indicates the damage to the plunger rod likely occurred after delivery. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The complaint issues "cosmetic issues" and "haptic damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. Therefore, no corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted, a scratch was found slightly off the center of the optic. Due to the weak zonule and the scratch being slightly off-center, the iol was implanted as it was. The procedure was completed successfully. Account indicated that although the trailing haptic was not fully extended, it appeared to be slightly bent when examined after surgery. During preparation there was no feeling of discomfort or resistance while turning the preloaded device plunger rod. The iol remains implanted; however, the injector is available for return. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.